Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were air bubbles in the patient line and luer lock with multiple cartridges. The user's blood glucose level ranged from 222 mg/dl to 205 mg/dl. The user successfully loaded a new cartridge.